Event description:
During a monthly power test at the customer site, the apex pro telemetry system (ats) did not fully come back up. Telemetry was reportedly down for 2 hours. The customer reported seeing "no comm" on the cic for telemetry patients. There were no adverse events reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.